Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the handset was not working and would not allow them to do a bolus. Patient stated the application seems to just keep crashing when they tried to connect. Patient stated the issue started pretty early on, but the last month had been worse. Agent had the patient close all applications and relaunch the application. Patient stated that the screen lags on the 90% for quite a while. While on the call, agent assisted patient with clearing data then relaunching the myptm app. Patient was able to successfully connect to the pump and deliver a bolus. Patient would call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #unknown, product type software, product ID hh9020tdd, serial #(B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.